Event description:
Reporter indicated that vns pt has been experiencing problems with their voice "closing down" as the device stimulates. While talking with the patient on the telephone, it was noted that their voice went from a low tone with difficulty understanding their pronunciations to barely a whisper. Treating nerologist reportedly believes that event may be related to the patient's post polio syndrome. Investigation to date has been unable to determine whether the patient has vocal cord paralysis.